Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it is believed that the stimulator was off after the battery depleted and was recharged but still therapy off. Instructed patient to make sure she turned therapy back on after recharging from depletion. The patient states she didn¿t feel it was related to that so she said she would try to keep a log of when it turned off to see if the events around then correlated. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt reported that in past 1 1/2 months that her stimulator turned off a couple of times unexpectedly when the patient hadn't turned her stimulation off with her controller. Technical services reviewed that low ins battery charge is most common reason for this. There is one event within the past 30 days that showed therapy was unavailable on stim usage chart but pt stated this doesn't coincide with one of those events.